Event description:
Additional information received from the patient reported that program 2 made the end of their index finger go numb.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tajl, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
Information received from patient reports a loss of therapy. The patient does feel stimulation. Patient changed from program 2 at 1.6 to program 3 at 1.5. The change in therapy/symptoms was consider sudden. Patient noticed leakage and when she tried to increase stimulation on program 2 above 1.6. Her index finger became swollen, painful and it made her reflux symptoms worse. Patient decreased stimulation and those symptoms went away. The patient was diagnosed with gastrointestinal/ pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.